Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed a e315(scope communication error). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, a e315(scope communication error) occurred on the evis lucera elite colonovideoscope when connected to a cv-290. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported e315 scope communication error was not reproduced, however discoloration and traces of water invasion on the water detection sticker were observed inside the cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been less than one year since the device was manufactured. The investigation identified a temporary contact failure due to water invasion (also potentially from humidity) into the connector as the probable root cause. A definitive root cause was not established, however. Olympus will continue to monitor field performance for this device.